Manufacturer narrative:
Summary of eval: the reported event could not be confirmed as the devices reported in the event were not returned. The pt's medical records and x-rays were also not provided to stryker orthopaedics. In addition, correspondence with the sales mgr on (B)(4), 2010 indicated that the doctor told him that the implants have nothing to do with the pt's pain and that there is nothing wrong with the implants. The doctor also indicated that the pt's pathology report did not show any problem with the implants. Other device listed in this per, cat# unk, lot#unk, 32mm +4 lfit head.

Event description:
It was reported that, "pt was having pain, surgeon couldn't figure it out he thought she was having problems with her abductor his original plan was to do an abductor exploration with an abductor repair. When he got in he saw strange tissue formation which was sent to the lab and no abnormal cells were found. So surgeon decided to change the head and liner."